Event description:
Imp.# (B)(4).

Manufacturer narrative:
The device was received by resmed france and it is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the astral device logs by the design house in (B)(4). The reported failure was confirmed through review of the device logs. The log evaluation determined that a system fault 74 occurred once and did not reoccur. The device was not returned, therefore, an additional device investigation was not performed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).